Manufacturer narrative:
(B)(4). Additional narrative:the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
Baxter received a report via email in the corporate inbox that an intermate had separated tubing to the luer lock. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did confirm the reported condition, finding the luer post had been broken off at the junction of the tubing. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.